Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the operating room when a sudden low flow alarm occurred at (B)(6) 2025 at 8:34 am. Only about 0.1 liters per minute (lpm) was generated. The patient's own heart maintained some circulation and they remained asymptomatic. As a result of further evaluation by contrast computed tomography, it was obvious that there was no ejection from the pump because no contrast agent entered the outflow graft and the pump was replaced on the same day. It was suspected that there was thrombosis in the pump.

Manufacturer narrative:
Section g2: report source corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus formations which would have contributed to the reported low flow events captured within the retrieved log files. A specific cause for the thrombus formations could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The distal portion of the pump cable and the modular cable were also returned. Approximately 3.5¿ of the sealed outflow graft was returned detached from the pump cover outlet port with the bend relief disengaged from the graft attachment. The apical cuff was not returned. Evaluation of the inflow cannula revealed a red, loosely adhered thrombus formation extending from the distal portion of the inflow cannula into the rotor. This formation was consistent with coagulated blood. Additional red, loosely adhered thrombus formations were observed within the pump cover and outflow graft, also consistent with coagulated blood. These formations appeared to be associated with poor surface washing due to an interruption in flow through the pump. The sudden drop in flow captured within the retrieved log files suggests that they formed acutely; however, a duration of time for which the formations were present in the device could not be determined. The retrieved lvad event log file contained events from 10may2025 through 12may2025, per the timestamps. On 12may2025 at 09:34:24, an abrupt decrease in flow was captured. The flow continued trending downward and remained at less than 1.0 liters per minute for the remainder of the log file. No other notable events were captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also addresses all pump parameters, including pump flow. The IFU also describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient condition can result in low flow. The IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The IFU and patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the log files were not available. Thrombus was confirmed. There were no particular changes to the patient condition or anticoagulation status that may have contributed. It was unknown if there were any recent changes to pump parameters. CT images were not available. There were no particular symptoms of thrombus observed. The pump was replaced as treatment. The thrombus was resolved and the patient was under observation. The patient is under rehabilitation in preparation for discharge.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: component code corrected. Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of thrombus formations which would have contributed to the reported low flow events captured within the retrieved log files. A specific cause for the thrombus formations could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3¿ from the pump header. The distal portion of the pump cable and the modular cable were also returned. Approximately 3.5¿ of the sealed outflow graft was returned detached from the pump cover outlet port with the bend relief disengaged from the graft attachment. The apical cuff was not returned. Examination of the blood-contacting surfaces revealed a deposition in the distal end of the inflow cannula. The texture and color of the deposition appeared consistent with an ingested thrombus. The origin of this thrombus could not be determined through this investigation. This deposition extended into the eye and vanes of the rotor, as well as the proximal end of the outflow cannula. The outflow graft lumen contained a formation of dark red, loosely adhered coagulated blood. The remaining blood contacting surfaces were free from any adhered depositions or thrombus formations. The events captured in the retrieved log files are also consistent with thrombus being ingested into the pump during support. No other notable events were captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also addresses all pump parameters, including pump flow. The IFU also describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document also explains that changes in patient condition can result in low flow. The IFU contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." The IFU and patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.